Event description:
The rptr stated the surgeon attempted to use an aq5010v three piece silicone lens. Surgeon noticed the lens was damaged and did not want to use it. No pt contact. Add'l info has been requested from the surgery site and physician's office, but none has been forthcoming. As it is unk if a product malfunction has occurred, this complaint has been determined to be MDR reportable. An initial medwatch will be submitted. When add'l info is available, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Eval, method: lens work order search. Results - visual inspection of the returned product found one loop haptic and piece of optic torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found within the same work order. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the eval of the returned product, a specified root cause of the event could not be determined. (B)(4).